Manufacturer narrative:
This report is based on information provided by the philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator, indicating that the device exhibited an alarm. The fse conducted an on-site evaluation of the device. Review of hardware logs indicated the capacitor's energy level was low. The fse successfully performed an operational test, and the alarm cleared. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available, the reported problem was determined to be caused by the capacitors' energy level. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse performed an operational check to resolve the issue, and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited an alarm issue. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.